Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/6/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: d4, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One opened overwrap (empty) and one washer (foreign matter) labeled as product code mx833 were submitted for evaluation. Additionally, one photo was provided showing one washer on top of a overwrap packet and one foil packet inside a overwrap. Visual inspection found the washer positioned outside the overwrap at the time of examination; however, a dark stain observed on the interior of the overwrap is consistent with the washer having been inside the package prior to opening. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that on (B)(6) 2025 it was noted that there was a washer inside the package and all of the product are contaminated. There was no patient involvement. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was the product seal on the foil still intact when the package was opened? Yes. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?). I was told by the customer it was found in the sterile barrier. Is it possible that the foreign material fell into packaging upon opening of device? I was told by the customer that the washer was found inside the sterile packaging when they opened the suture. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.